Manufacturer narrative:
(B)(4). The insulin pump had a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, scratched case, cracked case at battery tube side and a pillowing keypad overlay. No damage noted on the display window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had seen crack on reservoir. The customer¿s blood glucose level was 130 mg/dl. The insulin pump will be returned for analysis.